Event description:
The device was implanted via l-p shunt to a female patient with subarachnoid hemorrhage. Doi and the initial setting pressure are unknown. After implantation, the device was replaced due to the suspected occlusion. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed for pressure testing. The valve was then pressure tested. The valve passed the test. No root cause could be determined as the valve functioned. Review of the history device records confirmed the valve product code 82-3162 with lot crlbgk, conformed to the specifications when released to stock on the 10th october 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.